Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that the pump battery was depleting quickly. There was no reported adverse impact to the customer¿s blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support. Reportedly, customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified while based on the analysis, the alleged alert data error issue could not be verified.